Event description:
The programmer rf (radio-frequency) head was returned with the programmer. It was analyzed and tested out of specification at the manufacturer. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the programmer rf (radio-frequency) head cable was damaged. The label was also missing the coating.